Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider" the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had been reusing cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. In addition, it was reported that intermittent occlusion alarms occurred. Tandem technical support performed troubleshooting and determined blockage to be in the cartridge. Customer changed the cartridge to address the issues and resumed insulin delivery. Customer¿s blood glucose was 160 mg/dl.